Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked at the connection site.

Event description:
It was reported that the microbore tubing set leaked at the connection site, during a continuous lipid infusion in the picu. The tubing set was replaced. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional info: b.3; d.1; d.4; d.11; & g.5. Correction; h.6. (Patient code). The customer¿s report that the microbore tubing set leaked at the connection site was confirmed. Visual inspection was performed on the extension set and concomitants to look for defects such as cracks, kinks, tears and separations. No anomalies were observed on the set during initial visual inspection. During functional testing the set leaked at the connection between the smartsite connector and extension set. Closer inspection of the leak found that the connection between the smartsite and extension set was loose. After tightening the connection no leaks were found. The received smartsite and extension sets female and male luer ports were measured and found to be within iso standards. The root cause of the leak was identified due to a loose connection between the smartsite and extension set.